Manufacturer narrative:
The lead has been explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted dried blood in the lumen of the lead, causing the lead to not pass the guidewire insertion test. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged 18 hours after implant. X-ray analysis confirmed the lead had pulled back into the atrium. The lead was explanted and replaced with a new lead. No additional adverse patient effects concerning the procedure were reported.